Event description:
It was reported the system failed to display an image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The printed circuit boards were reconnected to the a/ds. The system was tested and found to be working as intended and returned to service.